Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user observed errors with air leakage and also low flow on two neonatal arctic gel pads with same lot# ngfs2787. The user followed troubleshooting at low flow, but nothing helped and then they changed the pads on the first machine which had no effect as well. Then they changed the machine, but still got an alarm for low flow and air leakage. User stated that there were visible air bubbles when using both pads and on both machines. The first machine had been checked by mta, but they found no errors and then they were left with faults on the pads. It was stated that they could use the pads but the console kept giving alarms.

Event description:
It was reported that user observed errors with air leakage and also low flow on two neonatal arctic gel pads with same lot# ngfs2787 (B)(4) user followed troubleshooting at low flow, but nothing helped and then they changed the pads on the first machine which had no effect as well. Then they changed the machine, but still got an alarm for low flow and air leakage. User stated that there were visible air bubbles when using both pads and on both machines. The first machine had been checked by mta, but they found no errors and then they were left with faults on the pads. It was stated that they could use the pads but the console kept giving alarms.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions : 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.